Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# la5438 serial# implanted: (B)(6) 2002 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the right leg stimulation decreasing when decreasing the left leg stimulation and the inability to increase/adjust the stimulation for the right leg independently was that one of the contacts on the lead failed. The patient had not needed to use the stimulator for over 20 months and then she twisted her back while working in the garden and had pain and used the stimulator and the right side was not working. The manufacturer representative met the patient and was able to reprogram the patient using another lead. The patient believed that the stimulation output and stimulation adjustment issues had resolved and is learning new adjustments she needs to make in pulse width of sensation to getpain relief. The patient had some success and will try stimulation if pain occurs. The patient did not know what caused the lead to fail. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient reporting that the patient was not able to turn their stimulation on in their right leg. They stated that they could feel stimulation in their left leg, but not their right leg. The patient stated that about a year ago they found out that two of the four contacts were not working and they wondered if this was related to that. It was indicated that the patient¿s programmer showed stimulation was on. During the call the programmer showed three green lights and the ins was on. It was reviewed to inform their healthcare provider (hcp) and manufacturer representative (rep) and that they may want to have their ins checked. The patient indicated that they would call their rep. It was reported that the event occurred since 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# la5438, implanted: (B)(6) 2002, product type: lead, due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep clarified that 2 out of 4 contacts were not working meant the patient has 4 contacts with high impedances >10000. The cause of the issue was unknown. The patient still has an old ins and the original leads are from 2002. The rep was able to program around the contacts with high impedances and get stimulation to the right leg. The failed contacts are not resolved. No further complicationswere reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient hadn't used their implantable neurostimulator (ins) for about twenty months because they didn't need it but on the night prior the report, they had sciatic pain going down their right leg and they wanted to use the device. When the patient tried to increase the stimulation for their right leg, it didn't work correctly. The patient also reported that when the stimulation was high enough, it seemed like the stim was felt in both of the patient¿s legs, but if they decreased the stim in the left leg, the right stim would also decrease. Lastly, the patient couldn't increase/adjust the stim for their right leg independently and healthcare professional (hcp) later reported that the patient could not feel the stimulation. There were no further complications reported or anticipated.